Event description:
Reporter indicated that depression pt was experiencing bleeding in the brain due to suicide attempt. The pt reportedly hit another car while driving. Reporter indicated that the suicide attempt was not related to the vns therapy.